Event description:
It was reported that diaphragmatic stimulation was present during implant defibrillation threshold (dft) test of this sicd system. The s-ICD was programmed in the primary vector at the time and noise under sensing was present prior to the charge which delayed the shock delivery. An external shock was delivered as a result. This s-ICD was reprogrammed in the secondary vector and dft testing was completed successfully. Technical services (ts) was contacted for further troubleshooting. This sicd system remains in-service. No adverse patient effects were reported.